Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient is complaining of weakness, a little pain in the groin, high levels in blood work, and bad infection in the beginning. Additional information provided by sales rep on (B)(6) 2013: components were explanted due to adverse local tissue reaction. Chromium: 1.6. Cobalt: 13.